Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's ins / stimulation is turning off by itself. Caller stated that the pt sometimes does not know if the stimulation is on or off so they will check it and the controller (ptm) will say that it is off. Caller said they met with mdt rep mdt rep  2 weeks ago to have the system checked but the rep was unable to do anything because the ptm was not charged. Caller said when they plugged the ac power supply in the green battery indicator light on the ptm did not illuminate so the rep assumed the battery was not charging or there was an issue with the controller. Caller mentioned the pt had a back procedure a couple of months ago and this is when the issue began. Caller did not allege that procedure was in any way related to the mdt device or therapy. Caller said they did not know if the doctor did something or turned it (ins) and added that the pt is forgetful and did not tell her the stimulation was off. Caller said they are always having to turn the therapy back on. Caller said they keep the devices charged and do not let them get critically low and provided current battery levels as both ptm & ins 100%. Pss had pt remove li battery pack (bp), connect ac power supply and then re-insert bp in order to check issues with ptm and bp (green battery indicator light illuminated solid green depicting battery accepting charge properly). Pss also had caller shake ptm to detect damage inside but nothing was rattling. Ptm also appeared to be functioning as intended. The issue was not resolved. The caller was redirected to pss reviewed with caller how certain medical environments have electromagnetic fields strong enough to interfere with neurostimulator function and redirected them to speak with hcp or a mdt representative. Caller confirmed (B)(6) implanted their ins and they were following up with (B)(6) for pain management but (B)(6) left and the pt was dropped. Caller said the pt has an upcoming appointment with pain management may 25th and will also meet with (B)(6) (mdt rep). Pss advised caller to make sure ptm and ins are charged for appointment. Caller said they can not meet sooner because of the distance. Caller said the ins has really helped pt a lot compared to them having nothing (caller claimed ins has relieved 50% of patients pain) and has never had any issues other than a rtm replacement in the past.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Rep reported cause not determined as the ins was discharged and controller was not charged. Advised patient to get controller and plug replaced as they were not charging. Once controller and ins were charged up the rep will be meeting with the patient to evaluate system. Issue not resolved at this time and waiting for device to be charged.